Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the pump up, down, and ok keypad buttons stopped responding after swimming and rebooting the pump. The patient confirmed that there was no damage or trauma to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/23/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2013 with the following findings:the keypad was found to be intact with no peeling or other damage noted. The keypad buttons were tested and were found to be responding appropriately to presses. The keypad was removed and no button contact defects were found. The pump was opened and evidence of internal moisture damage was noted inside the pump and on the keypad flex connection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.